Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A follow up report will be submitted with all relevant info.

Event description:
Device issue: none. Adverse event (ae): possible in-stent restenosis. Time of ae: 3 years after stent implantation. It was reported, via trial, that approx 3 years post, a mid left anterior descending artery stenting procedure, the pt experienced angina. On (B)(6)2010, the pt was rehospitalized. A xience v stent was placed and the event resolved. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.